Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 300cc saline catalog #3542645, lot #617489. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent primary breast augmentation with mentor siltex round moderate profile 300cc saline breast prostheses. Through self-diagnosis, the customer determined that the left breast prosthesis had deflated. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation observed a rent at the shell to patch junction. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 617489 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).